Event description:
It was reported that the helix of a right atrial leadless pacemaker became stretched during the implant procedure. Physician elected to not implant a replacement device due to patient anatomy. Patient was stable with no consequences.